Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information provided: after investigation, the patient was a 24-year-old male who underwent orthopedic trauma surgery in hospital on (B)(6) 2023 (the specific patient diagnosis and surgical name were unknown). The surgeon used vcp358h for subcutaneous tissue sewing in a continuous suturing manner during surgery. After the completion of sewing, it was found that the needle tip was missing by about 1 cm. The surgeon immediately gave the patient intraoperative incision irrigation and x-ray examination to assist in finding the broken needle, but the needle was not found. Then the surgery was completed routinely. This event did not cause any other harm to the patient except that the surgery time was prolonged for about half an hour. The patient has been discharged smoothly now. No subsequent adverse events were reported.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, bone removal incision was sutured, and the needle was returned to the nurse. It was found that the needle tip was about 1cm shorter, prolonging the surgery time and posing a risk of foreign body retention. Conduct on-site search, explore the incision, rinse the incision, perform intraoperative x-ray examination. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # : (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the needle piece(s) retrieved during the same procedure? If yes: what measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? If not retrieved: - is there any plan in place to remove the needle piece in the future? What tissue structure the broken needle was located? What is the surgeon's opinion of consequences to the patient? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain .please provide the lot number.please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.